Event description:
The following information was received via email from the descover database: three weeks post index procedure following a myocardial infarction, this pt returned with a cough, chest pains and congestive failure and a repeat angiogram showed thrombus in the stent placed into the lad. The lesion was unsuccessfully recannalized and because of complications in antoehr vessel requiring stenting as well as not being able to re-open the lad, the pt underwent CABG. Within twenty four hours of the event the underwent CABG. Within twenty four hours of the even the pt experienced cardiogenic shock and expired.